Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 20 bg mg/dl, and a loss of consciousness. The cause of bg level was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with glucagon and intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump and related supplies were functioning as intended.